Event description:
During the procedure, the 6 individual packages were retrieved from stocked cabinets. The surgeon, nurse, and scrub tech all reviewed the packaging labels for correct size, side, etc. The package label wording font for this brand of product is small, the information is not consistently in the same area on each component's box, and is not coded in any way, which can allow for human error.